Event description:
The end-user left the instant ice pack on the side of her knee for 30 minutes, not overnight. She says her skin turned black and it blistered. She went to the emergency room, and states that the doctor said it was either a chemical burn or frostbite. She was given cream for 5 days. The blister is gone, but it looks awful, according to the customer.